Event description:
Pt on 3 x 1 week hemodialysis admitted for fluid overload. Pt on machine flashing alarm light indicating no specific alarm. Machine in "bypass" mode, so pt had to be taken off & transferred to another dialysis machine, biomed checked the cobe & could not duplicate the problem. Machine back in use.